Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing procedure, the 8mm mega suturecut needle driver instrument was found to have a broken off tip. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after the procedure in spd, with no fragments reported to have fallen into the patient. There were no issues during the case and the instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip at the grip base of grip tip. A piece approximately 4.49mm x 2.99 mm was found to be broken off. The broken piece was not returned with the instrument. Typically handling such as an accidental drop or other sudden impact causes this failure.

Event description:
Refer to h11 for follow-up information.